Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following the implant procedure the patient experienced perforation, tamponade from perforation and pericardial effusion. Unstable and gradually rising thresholds were also noted on the right atrial (ra) lead. The patient was treated with a 900 cc pericardial tap. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.